Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient presented with spay wound hernia. The omentum was flushed in surgery, the incision extended caudally and cranially, the omentum moved from the intestines and the length of the exposed intestine appeared healthy. The muscle layer was closed with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.